Event description:
While driving the chair, the consumer allegedly cut it short and flipped as he fell off a curb. Serious injury is alleged.

Manufacturer narrative:
Parts quote# (B)(4) has been initiated for this issue. Model m51pr - serial number/date code (B)(4) is approximately 3 years old. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at (B)(4).it is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is an (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.the consumer apprently mis-calculated the curb and fell from the wheel chair. It is unknown if the device fell upon the consumer at the time of the event. There is no allegation of malfunction.